Event description:
It was reported that the largebore 8 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20059e, batch no: 20119625. The nurses have been having trouble flushing the saline locks. I found out today when I absolutely couldn't flush either of the first 2 I grabbed. Nurses reported that they'd been having trouble for a week or more. The charge nurse in north reported she had discarded 8 sls by early afternoon. Also forced to discard multiple in the middle of major traumas. In the office we were able to force open a luer lock, but it took a bit of maneuvering.

Manufacturer narrative:
The following fields were corrected: d10: device available for eval no. D10: returned to manufacturer on: na. H6: investigation summary: no product or photo was returned by the customer. It was reported that nurses have been having trouble flushing the saline locks. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 20119625 was performed. The search showed that a total of 17,603 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the largebore 8 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 20059e batch no: 20119625. The nurses have been having trouble flushing the saline locks. I found out today when I absolutely couldn't flush either of the first 2 I grabbed. Nurses reported that they'd been having trouble for a week or more. The charge nurse in north reported she had discarded 8 sls by early afternoon. Also forced to discard multiple in the middle of major traumas. In the office we were able to force open a luer lock, but it took a bit of maneuvering.